Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals from a procedure that resulted in stored episodes. Technical services (ts) suggested actions to do if another medical procedure is done. The device remains in use. No adverse patient effects were reported.